Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That an infusomat space intravenous (IV) pump set (material 363904, lot unknown) was being used to administer 4 grams (g) magnesium at a rate of approximately 50 milliliters per hour (ml/hr) on (B)(6) 2024. According to the complainant, the pump initially alarmed for an upstream occlusion. The prime function was used to remove air from the line and the infusion was restarted. However, an air in line alarm occurred. The prime function was used once again to successfully prime the line, but the air-in-line alarm continued to occur. At this time, the door was opened, the tubing was removed, inspected, and tapped, to observe and confirm that no air was present in the lines. The tubing was reloaded, and the infusion was restarted, but the alarm reoccurred prompting the use of a new pump set. Reportedly, the chemotherapy had to eventually be run via gravity. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one photograph were provided for evaluation. Upon visual inspection of the photograph, air bubbles were observed in the tubing. An upstream occlusion investigation could not be performed without a physical sample. Based on the data from the investigation, the reported defect was confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.